Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a visual inspection of the returned photo noted: a powered handle with the serial number (B)(6) was visible. The handle screen was showing the powerpack error screen. No abnormalities were noted during functional testing. The handle had 210 of 300 procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.5 software at the time of the fpga reset/reprogram failures. It was reported that there was a powered handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the powered handle provided an error message on the screen, a graphic with a handle and a red circle with a line going through it, rendering it unusable. Attempts to reset the system by pressing both buttons were unsuccessful. As a resolution, the device was replaced, and a manual stapler was used to perform surgeries until a new handle arrived at the facilities. There was no patient involvement. Medtronic's initial evaluation of the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) r eset/reprogram failures.